Manufacturer narrative:
Evaluation: results: a lot order search was performed on the cartridge, injector and foam tip plunger. There were three similar complaints found for the cartridge, four similar complaints found for the injector and no similar complaints were found for the foam tip plunger.

Event description:
It was reported that the surgeon inserted a competitor's lens using the msi-tf injector and the haptics were bent during insertion. The lens was removed and another iol was inserted without any pt incident.